Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were unresponsive and sticky buttons were hard to remove. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that screen had scratches. The customer reports insulin pump gives the no delivery alarm and insulin pump louder during the rewind. The insulin pump will not be returned for the analysis.